Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, objective lens worn out, and air/water nozzle clogged with foreign material. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera colonovideoscope air/water nozzle was found clogged. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the nozzle was clogged with foreign material from peripheral products. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Cleaning, disinfection, and sterilization procedures - precleaning - wipe down the insertion section - wipe the entire insertion section with a clean, lint-free cloth soaked in detergent solution. Wipe from the boot at the control section toward the distal end. Olympus will continue to monitor the field performance of this device.